Event description:
Reporter indicated that a dell handheld computer froze during an interrogation. The flashcard was pulled then re-inserted and the issue resolved. The device is not being returned to the manufacturer.